Manufacturer narrative:
Continuation of d10: product ID 37601, serial# (B)(6), implanted: (B)(6) 2021, product type implantable, neurostimulator product ID neu_unknown_lead, product type lead, product ID neu_unknown_lead, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the patient had a metallic taste in their mouth when he turned off the stimulation. They turned off the ins' at the same time so they don't know which one it is. The sensation mentioned before was tense in their lower jaw on both sides, but nothing else. They palpated the system and noticed the sensation only came when they palpated the left electrode. When turning off the stimulation the sensation subsided but the metallic taste appeared. The sensation didn't happen when they scratched their head. We focused on his left ipg (activa) for his right-hand tremor because this side caused the most sensation and his tremor is worst in this hand. They found a program that had positive effects but in bipolar settings. When they tuned in the amplitude they noticed the sensation was there at 4.0 v but not at 3.9v. The metallic taste was there at 3.8 but not 3.9v so they kept it there. When they took impedance measurements the patient was lying down, turned their head to the left and right, with their hands above their head and with them palpating. Impedance measurements all looked good across the board and there were no obvious deviations in any positions. They didn't have any results for the percept and couldn't say anything about the condition of its integrity. Additional information was received: it was reported that actions/interventions were not considered to be taken yet. They were waiting for an x-ray of the system to see if the patient had any damages.

Event description:
Additional information was received reporting that the patient was experiencing the same issues again (taste of blood and feeling off). The hcp messaged an error report for the patient who received blows to the head on (B)(6) 2024. The family fell ill with winter vomiting on 2024-nov-26, then the system was turned off for about 3 minutes at a time several times a day. At today's visit, impedance ua, the system was on, but the patient experienced that the programming was turned off on 3-4 occasions during the day's visit. There were only problems with the left vim for right hand. The electrode was implanted on (B)(6) 2013 in vim v.21 with replacement of ins to primary cell ins.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 37601 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type implantable neurostimulator product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2013 explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with dbs for bilateral tremor has two implantable neurostimulators (inss). The right ins has a lead in right ventral intermediate nucleus (vim) and the left ins has a lead in the left vim. In the end of february, the patient fell and hit the middle of their head at work. Approximately two weeks later, they started to feel some sensations when they took showers, put their cap on or scratched their head. The sensation is the same as when stimulation is turned on/off - tightening sensation in their jaw, mostly on his right side. There were no issues with impedances. When the left ins was turned off, right ins was on, the sensation disappeared. When the right ins was off and the left was on, the sensation was present but reduced. The patient has a monopolar settings with higher amplitude on their left device. The right device has a bipolar setting with lower amplitude.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the results from the x-ray showed no changes of electrode position or any damage of the system. The patient's symptoms have now also gone away. The patient had another programming last week because the bipolar programming was not working as they wished. So, the manufacturer representative (rep) made two new monopolar programs where the patient got tremorblock without side effects. For now, it seems though as if the sensations are gone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the manufacturer representative (rep). That the patient was readjusted with bipolar setting. And the issue was resolved. X-ray images are still planned and will be provided.